Event description:
It was reported that the preloaded intraocular lens (iol) had its trailing haptic stuck in the injector. When attempting to retract the injector to reassess the iol, the account observed that the haptic had already fractured inside the injector. The iol was implanted and removed during the same procedure. The patient is well. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure.section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure.section e1 - email address: unknown, as information was requested but not provided.section e1 - telephone number: (B)(6).section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed.attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.